Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca). A 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 3.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the 4th to 8th rows from the proximal end were misaligned, some were lifted from crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca). A 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.